Event description:
It was reported that an "interlock error" happened on the 2600 system when fluoro was attempted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found f7 fuse blown in generator. Replaced the fuse and the image intensifier power supply (defective). The system was tested and found to be working as intended and placed back into service.